Manufacturer narrative:
As the lot number was provided, lot history was reviewed. The sample was returned to the manufacturer for inspection/ evaluation. Evaluation of the device identified a missing component thereby confirming the alleged malfunction. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1809601 implantable port allegedly was missing catheter. This information was received from (B)(6). Of the one malfunction, there was no patient involvement or consequences. The age, weight and gender of the patient was not provided.